Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Visual examination of the inner lumen identified damage approximately 50mm proximal from the distal tip. The guidewire used by the customer was not returned for analysis, however a boston scientific guidewire was attempted to be advanced through the device but was unable due to the inner lumen damage. Visual examination identified the balloon was folded and had not been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and di water was observed to be leaking from the shaft located where the inner lumen damage was noted. The markerbands, blades and tip section of the device were visually examined, and no issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that difficult to load on wire and shaft hole/perforation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, a non-boston scientific guidewire was inserted to the tip of the balloon; however, it could not be pushed further so balloon got stuck with the guidewire. The bottom of the guidewire penetrated the side of the otw part of this balloon. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, a non-boston scientific guidewire was inserted to the tip of the balloon; however, it could not be pushed further so balloon got stuck with the guidewire. The bottom of the guidewire penetrated the side of the otw part of this balloon. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that difficult to load on wire and shaft hole/perforation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, a non-boston scientific guidewire was inserted to the tip of the balloon; however, it could not be pushed further so balloon got stuck with the guidewire. The bottom of the guidewire penetrated the side of the otw part of this balloon. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
This report is being submitted to correct the event description (b5) in section b, adverse event or product problem and to correct the medical device problem codes (h6) in section h, device manufacturers only.